Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and high pacing thresholds. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix. Inspection of the lead body found no anomalies, cuts in the outer insulation were noted, these were attributed to explant damage. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations of dislodgement & high capture thresholds.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and high pacing thresholds. Another ra lead was successfully implanted. No additional adverse patient effects were reported.